Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted to treat pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. Due to pain, infection and urinary incontinence the patient underwent mesh removal in 2006. (B)(4).